Event description:
When applying the omnipod dash pod, the directions followed adhere to the instructions for use of the device. This is the third omnipod dash pod we have had leak insulin in the last 3 days. When this occurs, it is dripping critical medication, insulin, out of my child rather than regulating her blood sugar. I am having doubts of the quality control of the omnipod dash pod production, because the labeling on the product is for replacement every 3 days. The frequency of this problem in the last month (we've had about a 20% failure rate) is very likely going to create hardship in maintaining adequate supplies for use. When this problem occurs, my child's blood sugar continues rising despite continued attempted insulin dosing. Once the pump has been replaced after the failure, the pump controller still has an inaccurate calculation of insulin on board (iob), creating a dangerous situation and making it very difficult to keep her safely within her desired glucose range.